Event description:
The user reported that during a peripheral angiographic procedure of the contralateral limb the tip of the catheter separated in the pt's femoral artery. The physician had a long sheath in place advanced over the bifurcation to the external iliac artery. The physician performed an injection through the catheter and then removed it through the sheath. The physician was advancing the guide wire through the pt under fluoroscopy when the separated tip of the catheter was seen. The physician then attempted to use a goose neck snare to remove the tip unsuccessfully. The physician then used an en snare to successfully remove the catheter tip from the pt. The pt did not experience any adverse effects as a result of the event.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection of the returned device it was confirmed that the tip of the catheter was fully separated form the catheter body tubing at the fuse zone. An examination of the fuse under magnification showed good melt flow. The catheter fuse zone was distorted and indented on two opposite sides. The distal end of the catheter approximately 5mm from the fuse zone was bent/twisted. The first side port of the catheter was severely damaged/distorted. Production setup and sample testing for the reported lot showed the devices were within specification. Merit is unable to determine an exact root cause of the tip separation and damaged port. The damage found on the device indicates the guide wire may have become lodged in the side port. The additional damage and tip separation may have resulted form attempts to remove the wire from the side port. Evaluation: microscopic inspection, process evaluation.